Event description:
The customer reported that the extended exposure feature caused motion artifacts and image quality issues.

Manufacturer narrative:
The ge service rep explained the 9900's extended exposure feature to customer. System operates as intended.